Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had pacemaker mediated tachycardia (pmt) and had dizziness. T-wave oversensing was also noted on the atrial lead. The atrial sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.